Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Hemostatic tear-away introducer system with infusion side port. The item is used to implant pacemaker leads. Once the leads are in position the sheath is split open and removed. It has been observed on several occasions that when the sheath is split, debris is lost and has been falling into the pacemaker pocket. The hemostatic valve should split cleanly. The issue appears to only be affecting 6f sheaths. Event occurred with four (4) patients. Items took out of circulation. Sourcing replacement on-going. Product discarded.

Event description:
Related records for additional patient's: comp- (B)(4), comp- (B)(4) & comp-(B)(4).

Manufacturer narrative:
The following sections were updated in follow-up 1. B4, b5, g3, g6, h2, h6 & h11. No product was provided for analysis as product was discarded by customer. The customer stated the sheath split, debris is lost and has been falling into the pacemaker pocket. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.